Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed externalized conductors. During the revision procedure, adhesion between the lead and the superior vena cava due to the age of the implant was noted, making removal of the lead difficult. When attempting to explant the rv lead, the surgical tool reportedly perforated the superior vena cava. An emergency thoracotomy was performed, and the perforation was successfully closed. The rv lead was then successfully explanted and replaced to resolve the event. The patient was in stable condition.